Event description:
It was reported that the systems control panel locked up intermittently. This caused the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.